Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator for essential tremor and movement disorders. The representative reported that the patient's ins was overdischarged. The patient reported that they have not charged the device for six months. The representative reported that they would conduct a physician mode recharge when they were able. The representative reported that upon meeting with the patient, the overdischarge was unable to be resolved at the time because the patient insisted they had to leave the office before the ins could be sufficiently recharged. The representative reported that no interrogation of the ins was possible for this reason. The representative reported that the patient is aware that they need to return to their healthcare provider to have the ins re-set.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the overdischarge has not been resolved. The patient met with the hcp and tried charging for a few hours but the patient could not stay longer. The hcp requested that the patient return to the clinic but the patient is unable to as they are moving away. The hcp reported that the patient would be contacting the manufacturer to request the name of a provider in the area they are moving to in order to resolve the issue.